Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had passed away on (B)(6) 2021 at home. The cause of death was natural causes. The customer's blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown whether the customer was not using sensor. It was unknown whether the caller will returned the insulin pump for analysis. Frn-mmt-332-rsvr, unomed set.